Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one (1) unit of polyflux 170h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H3: the actual sample and three pictures were provided for investigation. The visual inspection of the three provided photos showed the product was wet (after priming). For all three photos, only the product with the product label are visible. The photos showed that the two dialysis ports on the product were intact. There were no damage to the dialysis connectors in all three (3) photos. The visual inspection of the actual sample showed the product was wet and it was visible that the dialysate port was broken off. A stress mark on two sides of the dialysis connector could be seen. The reported condition was verified. The cause was related to the transportation/storage of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on one (1) unit of polyflux 170h during priming. There was no patient involvement. No additional information is available.